Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing 10 occurrences of underfill during use. The following has been provided by the initial reporter: nurse taking out unit of ambulatory sample of medical center, reported that 4.5 ml gel lithium heparin tubes do not have enough emptiness since they do not reach the corresponding mark in some cases up to half the level. This happened several times to different people (about 6 events) report that this happens frequently with this tube but now it was much more obvious.

Event description:
It has been reported that the bd vacutainer® lh pst¿ ii plus blood collection tube has been found experiencing 10 occurrences of underfill during use. The following has been provided by the initial reporter: nurse taking out unit of ambulatory sample of medical center, reported that 4.5 ml gel lithium heparin tubes do not have enough emptiness since they do not reach the corresponding mark in some cases up to half the level. This happened several times to different people (about 6 events) report that this happens frequently with this tube but now it was much more obvious.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.